Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead was in a true ventricular fibrillation (vf) episode but no therapy was delivered since the tachy therapy was programmed off. Additionally, earlier stored episodes showed noise and oversensing on the right atrial (ra), rv, and shock channels resulting in pacing inhibition with duration of greater than two seconds. Boston scientific technical services (ts) suspected that the patient may have undergone some type of surgery at the time. Additional information was unable to be obtained. At this time ,there is no evidence that intervention has been performed to resolve this issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.